Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing of noise was observed on the right atrial lead. Patient was asymptomatic. The ra lead was capped and replaced on (B)(6) 2018. Patient was stable before, during, and after procedure.